Manufacturer narrative:
Visual examination confirms that the outer gasket on both instruments were torn. No conclusion could be reached as to how the gaskets were torn. Co reviewse each incident as it occurs in an effort to continuously improve co's products.

Event description:
During an unknown procedure, it was reported by the affiliate that the internal and external valves were broken during surgery. There was no pt consequence.